Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. The visual inspection confirmed the cuff presented folds and the cuff was functionally tested. The leaking testing conducted did not identify defect or malfunction. The crack on cuff connecting tube complaint was not confirmed, however, there are several failure modes of the device that could lead to the crack reported, which include but are not limited to a device malfunction. Based on review of all information available and analysis results, a conclusion code of cause not established was assigned to this investigation. Concomitant product UDI for pump is (B)(4). Concomitant product UDI for balloon is (B)(4).

Event description:
It was reported that the patient went to the hospital two weeks before the operation because the artificial urinary sphincter (aus) did not work properly. As a result of the inspection, it was confirmed that there was a crack in the cuff connecting tube, due to this, all components were replaced. The surgery was completed with a different cuff 4.5cm. There were no patient complications.

Event description:
It was reported that the patient went to the hospital two weeks before the operation because the artificial urinary sphincter (aus) did not work properly. As a result of the inspection, it was confirmed that there was a crack in the cuff connecting tube, due to this, all components were replaced. The surgery was completed with a different cuff 4.5cm. There were no patient complications.